Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and endometritis ('chronic endometritis') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included live birth (B)(6). Previously administered products included for an unreported indication: mirena. In (B)(6)2010, the patient had essure inserted. On (B)(6)2012, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and urinary tract infection ("infection urinary tract"). In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On (B)(6)2012, the patient experienced endometritis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines/ migraine headache"), headache ("headaches"), abdominal pain lower ("abdominal pain lower") and genital haemorrhage ("heavy bleeding"). The patient was treated with metronidazole, tinidazole (tindamax) and surgery ((B)(6)2012 bilateral tubal ligation with modified pomeroy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, migraine and headache had not resolved and the endometritis, pregnancy with contraceptive device, urinary tract infection, abdominal pain lower and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, endometritis, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted implant date: (B)(6)2010 (as written per ppf) diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2012: placenta: umbilical' cord: three-vessel cord, no pathological diagnosis. Fetal membranes: no pathological diagnosis. Placenta: third trimester placenta (420 gm) with increased pert villous fibrin, fibrin thrombus and increased syncytial knots.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc on 6-feb-2020: patient demographics were added. Updated event reported term. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (tubal ligation (as written)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, migraine and headache had not resolved. The reporter considered abdominal pain, bladder disorder, cystitis, headache, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted implant date: (B)(6) 2010 (as written per ppf) . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case has became incident. Previously reported event ¿injury¿ was replaced with new event: pelvic pain, abdominal pain, bladder probs., urinary probs., bladder infect., vag. Infect., vag. Discharge, migraines, headaches, patient did not undergo essure confirmation test. Event outcome were added. Reporter information were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,pain') and endometritis ('chronic endometritis') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included live birth (1993,1997,2002,2009). Previously administered products included for an unreported indication: mirena. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and urinary tract infection ("infection urinary tract"). In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On (B)(6) 2012, the patient experienced endometritis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("abdominal pain lower") and genital haemorrhage ("heavy bleeding"). The patient was treated with metronidazole, tinidazole (tindamax) and surgery ((B)(6) 2012 bilateral tubal ligation with modified pomeroy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, migraine and headache had not resolved and the endometritis, pregnancy with contraceptive device, urinary tract infection, abdominal pain lower and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, endometritis, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted implant date: (B)(6) 2010 (as written per ppf) diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 03-sep-2012: placenta: umbilical' cord: three-vessel cord, no. Pathological diagnosis. Fetal membranes: no. Pathological diagnosis. Placenta: third trimester placenta (420 gm) with increased pert villous. Fibrin, fibrin thrombus and increased syncytial knots. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: newly added events- abdominal pain lower, bleeding genital, onset date of previously reported events was added, historical drug and treatment drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,pain'), endometritis ('chronic endometritis') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included live birth (1993,1997,2002,2009). In (B)(6) 2010, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches") and urinary tract infection ("infection urinary tract"). The patient was treated with surgery ((B)(6) 2012 bilateral tubal ligation with modified pomeroy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, migraine and headache had not resolved and the endometritis, pregnancy with contraceptive device and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, cystitis, endometritis, headache, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted implant date: (B)(6) 2010 (as written per ppf) diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: placenta: umbilical' cord: three-vessel cord, no pathological diagnosis. Fetal membranes: no pathological diagnosis. Placenta: third trimester placenta (420 gm) with increased pert villous fibrin, fibrin thrombus and increased syncytial knots. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : following events were added : endometritis. Infection urinary tract infection,preganancy,device ineffective. Reporter information added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.